Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause of this incident was not determined.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot (h10h05059) and no issues were found related to the reported condition during the manufacture of that lot.

Event description:
This is a spontaneous report by a consumer from the USA of felt sick and peritonitis in a (B)(6) male coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (lot number, dosage and frequency not reported) and dianeal pd4 ultrabag (lot number, dosage and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported that on an unknown date the patient was in the dominican republic and "felt sick a couple of days before they left." The patient had bought pd products (product, lot number, dosage and frequency not reported) from a distributor in the dominican republic. In (B)(6) 2011, the patient returned to the USA. On (B)(6) 2011, the patient was admitted to the hospital for peritonitis. Treatment for the peritonitis was not reported. On (B)(6) 2011, the patient recovered and was discharged from the hospital. The consumer reported that on an unknown date, the peritoneal dialysis was withdrawn. On an unreported date, the patient began hemodialysis. The consumer did not provide an opinion of causality. This is report 2 of 2 involved in this peritonitis event.